Event description:
It was reported that during the placement of spinal cord stimulator trial paddle leads, neuromonitoring was lost on the right side. Consequently, the physician decided to abort the procedure and remove the paddle lead. Post-operatively, the patient is reported to be doing well. The explanted device will not be return as it was disposed at the facility.